Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: wheels, bearing failure. Bearing failure: tire has signs of flat spots rim has been cut by bearings. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: wheels, bearing failure. Bearing failure: tire has signs of flat spots rim has been cut by bearings. The dealer stated the bearings shattered, the rim looks cracked and the tire is chopped.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the bearings shattered, the rim looks cracked and the tire is chopped.